Manufacturer narrative:
(B)(4) - trocar sleeve difficult to remove - not labeled. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a spinal procedure on (B)(6) 2010 and prior to placing the drain, the trocar cap was too tight to remove. There was no adverse consequence to the pt.